Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('some people had their coils migrate and perforate organ') and fallopian tube perforation ('some people had their coils migrate and perforate organs, tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) and device expulsion ("even expel from the body"). At the time of the report, the perforation, fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion, fallopian tube perforation and perforation to be related to essure. The reporter commented: this is summary case for unknown number of patients. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : perforation, fallopian tube perforation, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('some people had their coils migrate and perforate organ') and fallopian tube perforation ('some people had their coils migrate and perforate organs, tubes') in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) and device expulsion ("even expel from the body"). At the time of the report, the perforation, fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion, fallopian tube perforation and perforation to be related to essure. The reporter commented: this is summary case for unknown number of patients. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: perforation, fallopian tube perforation, device expulsion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.